Event description:
Reporter alleged discrepant blood glucose results of 500 mg/dl back to back with a result of 100 mg/dl when testing was performed 1 minute apart on the customer's advantage system. Reporter stated, when looking into the system memory, there were results of 181 mg/dl versus 521 mg/dl that were recorded. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.